Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2019 during which the lead was repositioned. Surgical intervention addressed the issue.